Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were four syringes with particle matter stuck on the top of the plunger head inside the barrels. This was discovered during 100% inspection of finished product. Customer stated it appeared to be flashing or plastic shaving from the syringe. They filtered product through an 0.2 micron filter. There was no patient involvement.

Manufacturer narrative:
An investigation of the reported condition was performed. One sample with unknown lot number was received for evaluation. After performing visual inspection, the issue was observed in the syringe. The reported condition was confirmed. The received product(s) or supporting materials does not meet specifications. A review of the device history record (DHR) could not be conducted because a lot number was not provided. The syringe is manufactured by an external supplier and the assembly process in the manufacturing site consists of a pick and place operation into a tray. The condition reported is not generated during the manufacturing assembly process. A complaint notification was sent to the supplier to initiate the investigation of root cause. The product analysis did confirm that the issue contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.